Manufacturer narrative:
(B)(4). P cap reservoir locks properly into place. Insulin pump passed displacement test, self test and active current measurement. However, insulin pump failed sleep current measurement and long trace displays charge, battery lasts less than expected, problem isolated to electronic assemblies. Insulin pump received with pillowing keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the all batteries were became empty after 5 days. Customer stated that they tried to replace the battery cap but still issue remained. No harm was required during medical intervention. The insulin pump will be returned for analysis.